Event description:
Patient has noise on this rv lead. The physician has decided to reprogram the device to aai and will monitor the lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.